Event description:
It was reported that the insulation in the unit has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The insulation was visually inspected for cracks, and none were seen. However, dents and scratches were observed throughout the insulation on the shaft. The insulation was tested for cracks/damages using an insulscan. The insulation failed insulscan test. The probable root causes for the dents and scratches to the insulation could be due to user mishandling or improper sterilization methods. The probable root causes for the insulation failing the insulscan test could be due to improper sterilization methods or normal wear and tear. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation in the unit has been compromised.